Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada.